Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg. The patients ipg required constant charging and was unable to hold a charge. It was then reported that the ipg was non-functional. No device malfunction was suspected per physician. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.